Event description:
The report received from the affiliate indicated that during inflation of the hub of the stent delivery system (sds) on a 3.0x33mm cypher select + stent, a noise of the cracking hub was heard. The hub cracked in the connection place (as it is made from 2 parts). The sds was connected to the inflation syringe when the crack occurred and a boston scientific inflation syringe was used as is the practice. The sds was removed from the patient. The operator took another cypher select + (same size) and finished the procedure without any complications. There was no patient injury.

Manufacturer narrative:
This product is not distributed in the united states, but belongs to the same class of devices as the u.s. Distributed cypher sirolimus drug-eluting stents. It is also available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.